Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. Triathlon cr fem comp #(B)(4); cat# 5510f402; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision right knee surgery due to patient pain. Surgeon noted bearing component motion, even though fully seated.

Manufacturer narrative:
An event regarding loosening of the bearing component involving a triathlon insert was reported. Conclusions: it was reported that the surgeon noted bearing component motion even though fully seated. As the insert component was fully seated, lead to the rationale that it was the baseplate component that was loose and therefore the insert and femoral components did not contribute to the event. A full investigation was performed on the baseplate component. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision right knee surgery due to patient pain. Surgeon noted bearing component motion even though fully seated.